Manufacturer narrative:
The root cause of the reported issue was assigned to defective gas blender components (gas mass flow controllers and circuits), probably induced by the wear/aging of the parts. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. No other specific action was currently deemed necessary. Review of the machine service history revealed no further similar events occurred since unit installation in 2010. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system had an ustable gas flow and gave an alarm (code unknown) during priming. There was no patient involvement.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: a gas flow fluctuation was detected; no error code was displayed on the device, only audible alarms (beeps). In order to solve fluctuation issue, o2 sensor and o2 mass-flow controller were replaced. However, also leaks in both the o2 and co2 gas circuits were found during device inspection. Several tests were performed to resolve this issue, but they were unsuccessful. As a result, conclusion was that proceeding with the repair would require replacing multiple components. Therefore, a service quotation has been sent to the customer about how to proceed with the device repair, if acceptable or not. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
As anticipate in the previous supplemental reports, the device was sent to the manufacturer site for repair, as requested by customer. During the functional test at manufacturer site, an audible alarms (beeps) were reproduced and a gas flow fluctuation issue was detected. The o2 sensor and the o2 mass-flow controller were replaced and the problem was fixed. However, leaks in both the o2 and co2 gas circuits were indeed identified as well and the customer initially did not accept the quotation. The quotation to complete the repair was accepted afterwards and also the measurement bridge for air and the front panel has been changed. The device was tested for 12 hours and no additional issue was observed. The device has been returned to customer. Based on the above facts, the root cause of the reported issue remains unchanged and remains assigned to defective gas blender components, probably induced by the wear/aging of the parts. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.